Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to remove the battery cap. The customer was trying to change the battery. Troubleshooting was performed but the customer was not able to remove the battery cap. It was noted that the customer received a failed battery test while troubleshooting for the battery cap. The customer was unable to troubleshoot for the failed battery test because the customer cannot get into the insulin pump to check it. The customer¿s blood glucose level was 128 mg/dl. The device was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected failed battery test alarm or battery error alarm noted. Pump had stripped battery cap coin slot(p) and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.